Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that when the shaver was being used in the knee, it released metal shavings. The shavings were removed with a new shaver. No patient injury and a less than five minute delay were reported. The device will not be returned for evaluation.